Event description:
The customer requested that olympus perform an in service with their staff. The cleaning process was observed for an evis exera ii ultrasonic bronchofibervideoscope and an operator did not brush the irrigation balloon port as per device instructions. No patient involvement was reported.

Manufacturer narrative:
During the onsite visit, the customer was advised on the pre-cleaning steps and accessories as described in the evis exera ii bronchofibervideoscope reprocessing manual. The subject device was not returned to olympus for evaluation, as there is no allegation against the device. The investigation determined the issue occurred due to an operator issue during pre-cleaning. Therefore, it was determined a device evaluation of the scope was not required. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Olympus will continue to monitor field performance for this device. Supplemental report(s) will be submitted should any relevant new information is available and or received.